Event description:
Infant blood level of triglycerides was 2546. Two days prior, it was 83. He was receiving lipids and tpn during this time. The pump was set at 0.42ml/hour and this was verified, so we are unable to determine what caused the triglycerides to go up. Once the lab value was rec'd, the lipids were turned off. Twelve hours later, the triglycerides were 770. The infant had developed renal failure prior to the high triglycerides. Our office was not notified until 2 days after the event, so none of the tubing or lipids were saved, so we cannot confirm exactly what happened. According to the neonatologists, there was no physical reason why the triglycerides level went up.